Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Two partial recaptures were performed. There was approximately 12% compression in all four angles and three tug tests were performed. Upon release, the device embolized to the descending aorta. The patient was stable. The implanter obtained access to the descending aorta with an 18f non-boston scientific sheath and snare. The device was successfully retrieved percutaneously. The case was aborted. The patient remained stable with signs of congestive heart failure and hypoxia.